Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon was unable to pass tracer registration. In trouble-shooting, multiple registrations were attempted, however, failed. Patient appeared to have some excess skin. Tracer pattern was not saved, which did not allow review of technique. The surgeon opted to abandon the procedure and reschedule. There was no impact on patient outcome.